Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was 189 mg/dl. The insulin pump was reportedly neither dropped, bumped, nor exposed to moisture. The customer was already using a back-up plna. Nothing further was reported.